Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient died on (B)(6) 2016. The pump was implanted on (B)(6) 2016. The consumer thought the dose was too high.